Event description:
It was reported that during a knee surgery eyelet of the suture broke during the installation before it was inserted into the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
31-jan-2023 update dw. Further information were provided that the anchor has broken in the patient and that the fragments have been removed.

Manufacturer narrative:
Additional information: one unpackaged ar-2324bcc-1 serial/batch number: (B)(6) was received for investigation. Visual evaluation found that the returned device arrived for investigation without, anchor/implant, sutures, eyelet, or suture threader. Functional test of the driver and the molded swivelock found that the devices thread smoothly, without resistance. No problem found.